Event description:
On (B)(6) 2012, pt reported, the down button on her infusion device does not work. Pt stated, she noticed the issue when attempting to bolus. Pt reported, the infusion device would not vibrate when administering the bolus. Pt stated, the button pops back up when pressed. Pt will go on her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.